Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a fusiform abdominal aortic aneurysm. The proximal aortic angle measured 30 degrees. It was reported that during the index procedure, final angiogram showed that only one stent length of the left distal limb was implanted into the external iliac artery. The physician intended to land 2 stent lengths in the eia, but they pushed up the main device too much and only 1 stent length was landed. This resulted in insufficient sealing and a distal type I endoleak. Touch-up was done and the amount of endoleak reduced. The physician elected not to implant the bare stent for treatment because the distal side had a bending portion. The procedure was completed. Per the physician, the contrast was not flowing into the aortic aneurysm. However, it was further noted that the leak had not resolved. There is no plan for further intervention. No clinical sequelae were reported and the patient is being monitored by their physician.